Event description:
It was reported that during unpacking, the stent was found to be partially deployed. When they opened the package, it looked like the 3.0x16mm taxus liberte stent was partially deployed. The device was not used. No pt complications occurred.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).